Event description:
It was reported that presented in-clinic for a left ventricular (lv) lead revision. Prior examination of the patient's lv lead revealed high capture threshold and high pacing impedance. The lv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.